Event description:
Following a cervical fusion procedure, a cancellous bone screw "backed" out, causing the acp plate to shift. The surgeon commented that the pt had very poor bone quality. The pt was revised on 10/10/97.

Manufacturer narrative:
Jjpi's evaluation from r and d are as follows. The specimens were examined using light microscipe (20x) for visible signs of wear or material failure. Locking tabs and screw heads were examined closely for physical evidence of failure. Exaamination revealed no evidence of product defect. The codman acp product insert cautions the following contraindication for use: do not implant this device in pt with rapidly progressive joint disease or bone absorption syndromes... R&d analysis indicates no evidence of product defect. The complaint record suggests that the product was used in a case in which it was contraindicated. For these reason, the product complaint can be considered invalid. Jjpi considers this file to be closed.